Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue during priming process. It was stated that the customer was stuck in a rewind complete, bolus delivery loop. It was stated that when customer presses act on the rewind complete screen and nothing happened. It was stated that the drive support cap was normal. It was stated that the insulin pump had blank display. The troubleshooting was performed for the blank display. It was stated that the contacts on battery cap were missing, damaged. The insulin pump will be returned for analysis.